Manufacturer narrative:
This medwatch report is for one of the suspect devices used.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 212 mg/dl back to back with a result of 93 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that the results were obtained on two separate vials from the same lot number. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated he discarded the strips, and so no product will be returned for evaluation.